Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The cross section surfaces show no irregularities which indicate material conformity as well. It is assumed that too high mechanical force in a slanting direction may have caused the breakages. No product fault could be detected. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
Tip of the drill bit was broken. The doctor drilled the hole on the skull manually, but in the middle of the drilling, the doctor could not continuing drilling. The doctor pulled the drill bit, the tip of the drill bit was broken. The broken piece was retrieved. This is report 1 of 1 for complaint (B)(4).